Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. The guidewire associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
At the start of ivtm therapy, the patient's temperature was 30°c, with a target of 36.5°c for controlled hypothermia. While the quattro catheter (lot #unknown) was inserted into the patient's right femoral vein, the customer reported difficulty removing the guidewire. The guidewire could not be pulled out, was completely stretched, and visually became spiral. Despite this, the experienced senior ICU physician extracted the guidewire and proceeded with the therapy using the quattro catheter. The customer reported no malfunctions or issues with the catheter. The patient was sedated and ventilated. No patient injury was reported.